Event description:
The patient reported a heart rate in the 30¿s and feeling dizzy and lightheaded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).